Event description:
The company was informed that the pt's device was explanted and the pt was reimplanted with another advanced bionics cochlear device. Once more info is available, a supplemental report will be submitted.